Manufacturer narrative:
G4: 21feb2020 b4: (B)(6)2020. Vga controller printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination during visual inspection. The vga was then installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of events: (B)(6). Date of report: 16aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the video graphics array (vga) controller printed circuit board assembly (pcba) to address the reported issue. After this repair, the unit passed all testing.

Event description:
The customer reported that the unit's screen is white after switching on. There was no patient involvement.